Event description:
The customer received discrepant total bilirubin results for one patient sample. The initial total bilirubin result was 3.4 mg/dl. The sample repeated on the same analyzer recovered 0.3 mg/dl. The erroneous result was not reported outside the laboratory and the patient was not affected. The total bilirubin lot number was 62572701. The field service representative determined the cause was bad valves. He replaced the valves and sample syringes. The customer ran precision checks which were acceptable.